Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/17/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred the same day after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation/swelling, pimples, blisters, dry skin, and drainage under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a physician who prescribed keflex (cephalexin) tablets (unspecified dosage) for the reaction. At the time of the report, the reaction was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.